Manufacturer narrative:
SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2017028 THIS REPORT SUMMARIZES 1 ADVERSE EVENT. DATE OF EVENT: UNKNOWN.

Event description:
BOSTON SCIENTIFIC RECEIVED EVENTS AS PART OF THE LAAO/NCDR REGISTRY FOR THE WATCHMAN LEFT ATRIAL APPENDAGE (LAA) CLOSURE DEVICES, FALLING UNDER THE LEFT ATRIAL APPENDAGE OCCLUSION (LAAO) REGISTRY OF THE AMERICAN COLLEGE OF CARDIOLOGY'S NATIONAL CARDIOVASCULAR DATA REGISTRY (NCDR). THIS MANUFACTURER REPORT IS BEING SENT AS A REQUIREMENT UNDER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2017028 FOR PRODUCT CODE (B)(4). THE DATA WAS DOWNLOADED 16 SEPTEMBER 2019. THE REPORT SUMMARIZES 1 ADVERSE EVENT WHERE A JET GREATER THAN 5MM WAS NOTED ON FOLLOW UP.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;11700944,,SI,699,WATCHMAN LAA Closure Device & Delivery System,WU3006,2993